Event description:
A user facility reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was reported that the leak was discovered in the venous end of the dialyzer. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was reported that the leak was discovered in the venous end of the dialyzer. The machine did not alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.